Manufacturer narrative:
Continuation of medical devices: product ID 8711, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 24-jan-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen at an unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity and multiple sclerosis. It was reported that infection was the reason for the catheter being explanted in (B)(6) 2015, per the patient. The infection was related to the device. After the event, saline was placed in the pump and it was left in the body and not used. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. It was reported that the infection was first noticed in (B)(6) 2015. The cause of the infection was pneumonia to meningitis. Saline was in the pump and elective replacement indicator (eri) was to occur in (B)(6) 2018. There were no further complications reported at this time.

Manufacturer narrative:
The pump and catheter were returned and no significant anomalies were found. Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 8711 lot# serial# (B)(4) implanted: 2011-(B)(6) explanted: 2015-(B)(6) product type catheter h6: due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the event date was 2015-(B)(6). It was noted the catheter was explanted and not replaced.